Event description:
MFR received a fire marshal's report which identified a power wheelchair as a source of ignition in a fire. Injuries alleged as a result of this incident were not serious. Evaluation by the MFR was inconclusive.